Manufacturer narrative:
Supplemental to update: eval code-conclusion, codes no longer apply. (B)(4).

Event description:
A representative of the clinic reported that the patient started the trial on (B)(6) 2013 and ended it on (B)(6) 2013. A spinal infection was noted on (B)(6) 2013 and the infection did resolve. It was stated that the patient had leukemia also, but it was unknown if the patient was receiving treatment for leukemia at the time of the spinal cord stimulation trial. It was not known if the patient had long-term issues related to infection and the representative of the clinic reported that the patient had a lot of health issues.

Event description:
Additional information received reported that the lead pull was normal and no anomalies were seen with the patient during the lead pull. The patient was checked and there was no swelling, redness, irritation, discharge or discoloration. It was noted that later that evening, the patient was presented to the emergency room with the infection. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 387345, lot# va08g11, implanted: (B)(6) 2013, product type: screening device. (B)(4).

Event description:
It was reported the patient was admitted to the hospital for infection the night the trial ended. It was noted there was no sign of infection at the end of the trial. It was reported the patient received IV antibiotics and was discharged with IV antibiotics. It was noted the patient had no neurologic deficits and no long term effects. It was reported the patient had a history of cancer two years prior to implant. It was noted the patient had not returned for the implant procedure.